Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system was explanted due to infection at the ipg site. The pt presented on (B)(6) 2013 with fever and symptoms of infection. A culture was not taken. The pt was admitted to the hospital and placed on IV antibiotics. Product will not return to the manufacturer. Follow-up identified the pt's current treatment as vancomycin every 12 hours. The pt is showing signs of improvement but is still taking oral antibiotics.